Event description:
It was reported that this right ventricular (rv) lead had exhibited lead dislodgement during procedure. This rv lead was explanted and replaced. Additional information received and indicated that the lead was not captured at maximum output. No additional adverse patient effects were reported.